Event description:
It was reported that the patient experienced high blood glucose levels on (B)(6) 2026 and admitted to the hospital. The patient was treated with intravenous and manual insulin injections and the patient was discharged from the hospital within twenty-four hours.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.